Manufacturer narrative:
Follow-up # 2: the test strips have been further evaluated by product analysis with the following findings: the test strips were found to have been exposed to moisture. A device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1 device evaluation. The lay user/patients test strips have been returned and further evaluated by lifescan product analysis with the following findings: the test strips involved with this complaint failed testing. The reported issue was confirmed. In addition a secondary issue was noted; the test strips were found to have results above and below range when tested with control solution. Additional tests were performed on the test strip vial and the desiccant; these tests passed testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ping meter displayed inaccurately high results compared to his feelings/normal results. The complaint was classified based on the customer care advocate (cca) documentation. The patient claimed that the meter started to read inaccurately at 3:30pm on (B)(6) 2015, when he obtained an alleged inaccurately high blood glucose result of 269 mg/dl on the subject meter. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient manages his diabetes with insulin pump therapy. He reported that after obtaining the alleged inaccurate result, he continued with his usual diabetes management routine and administered 16 units of humulin insulin. He claimed that 30 minutes after the start of the alleged issue, he developed symptoms of blurry vision, slurred speech [and] motor skill issues. He reported that at 4 pm on (B)(6) 2015, he self-treated his symptoms with glucose tablets/glucose gel. He reported that at 5:30pm on (B)(6) 2015, he tested his blood glucose level using another, unknown meter, and obtained a result of 120 mg/dl. During troubleshooting, the cca established that the patient's test strips had been stored correctly and the subject meter was set to the correct unit of measure. The patient did not have control solution with which to test the meter and test strips. However, the cca noted that the issue was resolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims he obtained an inaccurate high result with the subject meter, he administered medication based on the result and reportedly developed symptoms suggestive of an acute diabetes excursion after the alleged meter issue began.